Event description:
4 weeks post op. Patient has pain at pocket site. Saw her surgeon. She does have nickel injury. Her call was to inquire about component list to find out if there is nickel in the device. Patient wants the device ex planted due to the continued pain.